Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information was received stating, "the target lesion was located in the circumflex to obtuse marginal."

Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) states; should any resistance be felt at any time during coronary stent system withdrawal, the stent delivery system and guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. In this case, the IFU deviation did not contribute to the primary complaint of guide wire resistance. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that a promus rx stent delivery system (sds) was advanced approximately 20 centimeters onto the non-abbott guidewire (unspecified size) and got stuck before entering the anatomy. No force was used on inserting the sds on the guidewire. Resistance was met on removal, force was used to remove the sds from the guidewire. The promus rx sds guide wire lumen was reportedly kinked at the distal end near the tip. The procedure was completed using the same guidewire and a new promus. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.